Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: h11f20093 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified. Correction: the initial MDR stated this was being investigated through CAPA, this was incorrect.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). On an unreported date, dianeal therapy was withdrawn. On an unknown date, the patient experienced peritonitis. On an unreported date, the patient's pd catheter was removed. It was not reported if a peritoneal effluent culture was performed. Treatment was not reported.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. This is report 3 of 3 involved in this peritonitis event.